Event description:
It was reported that the plastic cracked during opening of the packaging (nonsterile).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report. Review of the DHR revealed no discrepancies. The device returned was documented as faultless prior to distribution. A deviation due to incorrect packaging of the nail into the cardboard box could be excluded as the found damage shows significant traces of an impact or contact by another object. Based on the above observations the root cause of the damage is considered rough handling. However, the originator of the damage found cannot be determined in this case. No non-conformity was identified.

Event description:
It was reported that the plastic cracked during opening of the packaging (nonsterile).